Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump fails accuracy testing. No patient involvement reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed no physical damage. During functional check, the reported complaint was duplicated during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Replaced expulsor.